Event description:
It was reported through the filing of a lawsuit that allegedly the patient was implanted with an lfit anatomic cocr v40 femoral head on his right hip on or about (B)(6) 2013 and was revised on (B)(6) 2020. It is further alleged that he suffered injuries as a result of implantation and explantation of the device(s) at issue, device recall and excessive levels of chromium and cobalt in his blood.

Manufacturer narrative:
Reported event: an event regarding abnormal ion level, altr, and wear/metallosis involving an accolade stem that was mated with a lfit v40 cocr head was reported. The altr and wear/metallosis events were confirmed via medical review, but the abnormal ion level event was not confirmed. Method & results: device evaluation and results: not performed as the device remains implanted. Clinician review: a review of the provided medical records by a clinical consultant indicated: ¿this inquiry reports the failure of a total hip replacement approximately 9 1/2 years following implantation due to trunnionosis and pseudotumor and alval. I can confirm that this event took place since I was able to examine the revision operation report. Regarding the possible root cause of this event, I cannot determine it with certainty. Failure due to trunnionosis, pseudotumor and alval is a well-known complication and is multifactorial in origin. Surgical technique and other factors may contribute.¿ device history review: all devices were manufactured and accepted into final stock with no relevant reported discrepancies. Complaint history review: no other similar events were reported for the lot. Conclusion: a review of the provided operative reports by a clinical consultant confirmed the altr and wear/metallosis events, but the abnormal ion level event was not confirmed. The reported accolade stem was mated with a lfit v40 cocr head. The cocr head has been identified to be within scope of an nc and CAPA. No further investigation for this event is possible at this time. If devices and/or additional information become available to indicate further evaluation is warranted, this record will be reopened.

Manufacturer narrative:
Reported event: an event regarding abnormal ion level involving an unknown accolade tmzf femoral stem was reported. The event was not confirmed. Method & results: device evaluation and results: not performed as the device was not returned. Clinician review: no medical records were received for review with a clinical consultant. Device history review: could not be performed as lot code information was not provided. Complaint history review: could not be performed as lot code information was not provided. Conclusion: the exact cause of the event could not be determined because insufficient information was provided. Additional information including operative reports, progress notes, x-rays and return of the device are needed to fully investigate the event. If further information becomes available or the product is returned, this investigation will be re-opened. Device not returned.

Event description:
It was reported through the filing of a lawsuit that allegedly the patient was implanted with an lfit anatomic cocr v40 femoral head on his right hip on or about (B)(6) 2013 and was revised on (B)(6) 2020. It is further alleged that he suffered injuries as a result of implantation and explantation of the device(s) at issue, device recall and excessive levels of chromium and cobalt in his blood.